Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075040/7076414.

Event description:
It was reported that the patient experienced inadequate pain relief. All device components were explanted and will not be returned.